Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) was kinked approximately 5.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the benchmark dc was kinked. This type of damage likely occurred due to improper handling during removal from the packaging. If the device is forcefully withdrawn at an angle, damage such as this may occur. Benchmark dc¿s are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Upon removal of a benchmark 6f 071 delivery catheter (benchmark dc) from its packaging, the hospital staff noticed a kink at the proximal end just distal to the hub. The kinked benchmark dc was found prior to use and therefore, was not used for the procedure. The procedure was successfully completed using a new benchmark dc.